Manufacturer narrative:
Height: 186 cm. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. The parallelism of the progav valve housing was then measured and this confirms the optical test that there is no deformation. The reading was -0.0125 mm within the tolerance of 0 ± 0.02 mm. Permeability test: to proof the penetrability of the valves we have carried out penetrability test. These tests are carried out at a hydrostatic pressure of approximately 20-30 cm h2o in the direction of flow. The test results show that the valves are permeable. Adjustment test: our adjustment test is carried out with the standard progav check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. The valve was not fully adjustable to specifications. An adjustment test by the shunt-assistant is not applicable, because the valve has a fixed pressure. Breaking force and brake function test: to measure the breaking force, we tested the progav valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the breaking force apparatus. The investigation of the breaking force showed the brake function is operational, however, the braking force cannot be measured due to the non-adjustability of the valve. A brake force and a brake function test by a shunt-assistant is not applicable because the shunt-assistant has a fixed pressure. Results: it should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. Based on our findings, we cannot confirm a blockage of the valves at the time of examination. However, it can be said that the progav was no longer able to adjust the pressure settings. We suspect that the observed deposits may have temporarily affected the valves function. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions are needed.

Event description:
It was reported that there was suspected blockage of the valve system. Additional details of the event have not been provided.